Event description:
According to the report, one of the hero graft patients developed extensive tunnel of pus above the subclavian and along side of the silicon segment of the graft and the abscess cavity stops by the metal bit. The surgeon incised and drained the cavity and removed the debri as much as possible. The ptfe part is ok. At the moment the patient is better and the surgeon has kept everything in place but has put drain beside it.

Manufacturer narrative:
According to the field assurance notification form, "one of the patents inserted hero graft has developed extensive tunnel of pus above the subclavian and alongside of the silicon segment of the graft and the abscess cavity stops by the metal bit. I (the surgeon) incised and drained the cavity and removed the debris as much as possible. The ptfe part is ok. At the moment the patient is better and the surgeon has kept everything in place but has put drain beside it." Additional information was received. On (B)(6) 2015 a (B)(6) female had a hero graft implanted at (B)(6). At time of operation the patient was being dialyzed via either a usable, but failing, thigh loop graft; or via a tunneled catheter placed in the left internal jugular vein. Augmentin (co-amoxiclav) was administered pre-operatively and gentamicin plus vancomycin were administered immediately post-operatively. The catheter was un-tunneled, removed from the internal jugular vein (ijv) and replaced with the hero 1001 which was then tunneled to the delta-pectoral groove in the left shoulder. The left brachial artery was exposed at the elbow and a tunnel created, to the deltopectoral (dp) groove, through which hero 1002 was inserted. Hero 1001 and hero 1002 were connected together and then hero 1002 connected, in a side to side anastomosis, to the brachial artery. The end of the old catheter tunnel was closed with sutures at the jugular end, and then all operative incisions closed. The patient recovered well and, a few days later, was discharged back to her local hospital (hospital b) using the thigh graft for dialysis. "On, or around, the (B)(6) 2015" the patient became unwell with diarrhea and raised temperature. Physical exam by medical staff at hospital b revealed no local sign of infection, or any other problem, along the line of the hero implant (including the operative incision sites). However a blood culture revealed an infection with staphylococcus aureus and the patient was treated with an appropriate (unknown) antibiotic. After "several days" the patient showed no sign of improvement but again, on examination, no evidence was noted for a local focus to the infection. An MRI of the area of hero implantation was performed, this showed obvious signs of infection along the left shoulder and the patient was referred back to (B)(6) for assessment by the implanting surgeon. It is not known when it was first used but, when the patient returned to (B)(6) , she was being successfully dialyzed via the hero graft, her thigh graft being unusable having thrombosed. The implanting surgeon saw the patient on (B)(6) 2015 (blood tests revealed a c - reactive protein (crp) > 400) and could easily feel a fluctuating mass along her left shoulder. She went to theatre that day where a small incision was made by the mass and a large quantity of pus and debris removed leaving a tract running from the dp groove to the neck. The tract was flushed with rifampicin and a drain inserted. The wound was not closed, but covered with an 'aquacel' fibrin dressing and the patient put on a course of rifampicin IV. The pus/debris was cultured but no bacteria could be found. Each of the following days the tract was massaged to expel further debris, followed by washing with rifampicin. With each day less and less debris could be expelled with nothing apparent on (B)(6) and the patient feeling well (crp = 30). On (B)(6) rifampicin IV stopped and replaced with rifampicin oral. Patient expected to be discharged on (B)(6) with the functioning hero in situ anda monitoring ("wait and watch") plan in place. The manufacturing records for lot h14vc019 were reviewed by and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. Product is terminally sterilized by a validated method and process challenge devices (pcd) were found to be sterile post processing. Per the additional information received from the surgeon, the tunneled catheter was removed at the time of the hero placement, which appears to have been at the same site the catheter was originally located. This is not an uncommon procedure, although we do not know if there was any underlying infection at the catheter site that might have propagated to this reported event. It is however unlikely, as this event occurred approximately 2 to 3 months post-operatively. The additional information also states that the catheter tunnel was closed at the jugular end, but does not specify the final outcomes of the potential remaining tunnel tract, and if this is what was opened and drained during the associated treatment period or if it was the tunnel in which the voc lays in since the described problematic was "from the dp groove to the neck." The patent was diagnosed with a positive blood culture for staphylococcus aureus, and treated with the appropriate antibiotics. Additionally no bacteria could be found in the discharge/debris/pus that was removed from the affected shoulder area. This wound was left "open" and continued to drain for an additional 8 days while receiving wound care and antibiotics and seemed to have resolved. The patient was discharged 5 days later feeling good and with a function hero graft for dialysis. The hero graft IFU lists infection as a potential complication. The patient selection considerations listed in the hero graft IFU states that the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Per the additional information supplied, all of this was followed appropriately. Given the negative cultures and a positive clinical outcome, it is difficult to make a correlation between the hero graft and the reported event. The surgical intervention and associated treatment are well established method of treating an av related infection. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the field assurance notification form, "one of the patents inserted hero graft has developed extensive tunnel of pus above the subclavian and alongside of the silicon segment of the graft and the abscess cavity stops by the metal bit. I (the surgeon) incised and drained the cavity and removed the debris as much as possible. The ptfe part is ok. At the moment the patient is better and the surgeon has kept everything in place but has put drain beside it." Additional information was received. On (B)(6) 2015 a (B)(6) female had a hero graft implanted at (B)(6). At time of operation the patient was being dialyzed via either a usable, but failing, thigh loop graft; or via a tunneled catheter placed in the left internal jugular vein. Augmentin (co-amoxiclav) was administered pre-operatively and gentamicin plus vancomycin were administered immediately post-operatively. The catheter was un-tunneled, removed from the internal jugular vein (ijv) and replaced with the hero 1001 which was then tunneled to the delta-pectoral groove in the left shoulder. The left brachial artery was exposed at the elbow and a tunnel created, to the deltopectoral (dp) groove, through which hero 1002 was inserted. Hero 1001 and hero 1002 were connected together and then hero 1002 connected, in a side to side anastomosis, to the brachial artery. The end of the old catheter tunnel was closed with sutures at the jugular end, and then all operative incisions closed. The patient recovered well and, a few days later, was discharged back to her local hospital (hospital b) using the thigh graft for dialysis. "On, or around, the (B)(6) 2015" the patient became unwell with diarrhea and raised temperature. Physical exam by medical staff at hospital b revealed no local sign of infection, or any other problem, along the line of the hero implant (including the operative incision sites). However a blood culture revealed an infection with staphylococcus aureus and the patient was treated with an appropriate (unknown) antibiotic. After "several days" the patient showed no sign of improvement but again, on examination, no evidence was noted for a local focus to the infection. An MRI of the area of hero implantation was performed, this showed obvious signs of infection along the left shoulder and the patient was referred back to (B)(6) for assessment by the implanting surgeon. It is not known when it was first used but, when the patient returned to (B)(6), she was being successfully dialyzed via the hero graft, her thigh graft being unusable having thrombosed. The implanting surgeon saw the patient on (B)(6) 2015 (blood tests revealed a c - reactive protein (crp) > 400) and could easily feel a fluctuating mass along her left shoulder. She went to theatre that day where a small incision was made by the mass and a large quantity of pus and debris removed leaving a tract running from the dp groove to the neck. The tract was flushed with rifampicin and a drain inserted. The wound was not closed, but covered with an 'aquacel' fibrin dressing and the patient put on a course of rifampicin IV. The pus/debris was cultured but no bacteria could be found. Each of the following days the tract was massaged to expel further debris, followed by washing with rifampicin. With each day less and less debris could be expelled with nothing apparent on (B)(6) and the patient feeling well (crp = 30). On (B)(6) rifampicin IV stopped and replaced with rifampicin oral. Patient expected to be discharged on (B)(6) with the functioning hero in situ anda monitoring ("wait and watch") plan in place.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.